Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while powering on during maintenance, a ht70 ventilator generated a system error with an intermittent alarm. Reportedly, the ventilator device inspection lamp lit, and it recognized the turning off. The customer reported that the condition was reproduced sporadically. The ventilator was not in use on a patient at the time of the reported event.